Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During visual inspection signs of abrasion were observed in the region of the tricuspid valve. The insulation was unimpaired. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The cuttings in the insulation occurred most likely during the explant procedure. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.